Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}; product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter procedure involving the vlv evolutfx-26, a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve.  Following deployment, the inflow of the valve was severely constrained, leading to regurgitation and an elevated gradient. A post-implant balloon valvuloplasty was performed using a 23mm non-medtronic balloon, with one inflation lasting 3 seconds, to address the constrained inflow. Subsequently, an annular rupture was noted. Surgical repair was provided as an intervention and the product was explanted. These issues were attributed to the patient's anatomy, including calcification.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. E. Initial reporter information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter procedure involving the vlv evolutfx-26, a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve. Following deployment, the inflow of the valve was severely constrained, leading to a regurgitation and an elevated gradient. A post-implant balloon valvuloplasty was performed using a 23mm non-medtronic balloon, with one inflation lasting 3 seconds, to address the constrained inflow. Subsequently, an annular rupture was noted. Surgical repair was provided as an intervention and the product was explanted. These issues were attributed to the patient's anatomy, including calcification. Additional information was received to report the patient's heavily calcified annulus was under appreciated, but a contributing factor to the elevated gradient. It was noted following valve deployment, the implant depth was acceptable at 3mm on the non-coronary cusp and 3mm on the left coronary cusp. The post-implant dilatation caused the vascular injury.

Manufacturer narrative:
Updated data: a4. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient before the valve was implanted was 50 millimeters of mercury (mm hg).